Event description:
It was reported that the patient was transplanted on (B)(6) 2023. The transplant was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the event(s) that prompted the transplant could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Although no device related issues were reported by the account, this IFU lists potential adverse events that may be associated with the use of the hm 3 lvas in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.